Event description:
During preparation for use for a cardiopulmonary bypass procedure, the sensing surface of the level sensor appeared to be deformed. The sensor was replaced. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Device repaired and returned ( a replacement was provided). Eval in progress but not concluded.